Manufacturer narrative:
Event date is an approximation as the actual event date(s) has not been reported. Similar product to 190-000. The investigation is ongoing. A supplement report will be submitted once the investigation is complete. Single use device, discarded.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on unknown dates. Confirmation pcr testing (platform: cepheid) was performed which generated negative results. The customer reported that some patients were symptomatic, and some were not. Although request, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on unknown dates. Confirmation pcr testing (platform: (B)(6)) was performed which generated negative results. The customer reported that some patients were symptomatic, and some were not. Although request, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation summary: the information to enable further investigation, such as the kit's valid lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. H3 other text : single use device, discarded.